Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "tubing does not meet specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Position hanger on bedside rail near the foot of the bed using string or hook. Directions for using bard ez-lok sampling port: bard ez-lok sampling port accepts a luer-lock or slip tip syringe. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the drain bag stopped draining properly and caused the urine to back up and leak everywhere. They ran water through it and the bag did not drain properly.

Event description:
It was reported that the drain bag stopped draining properly and caused the urine to back up and leak everywhere. They ran water through it and the bag did not drain properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.